Event description:
Implant failed due to part not retained on mating part.. 15.03.2024 14:11:45 cet ((B)(4)). Correction, it is malfunction: the implant malfunctioned due to part not retained on mating part. The malfunction did not cause or contribute to a death or serious injury.